Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion. Upstream occlusion alarms were verified through a review of the event history log. The cause was determined to be the ultrasonic sensor was out of specification and attempts to calibrate the sensor failed. The ultrasonic sensor was replaced to correct this condition. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported issue, alarms when no air in line is visible. There is no evidence of air in line alarms in the event history log however, evaluation identified a failing ultrasonic sensor which can induce false detection of air in the tubing. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. Additional information was received by the reporter stating the device alarms when no air in the line is visible. There was no known patient injury or medical intervention associated with this event. No additional information is available.